Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was 138mg/dl. Tandem technical support attempted to contact the customer multiple times to obtain the therapy the customer reverted to; however, no response was received.